Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported that inomax ds # (B)(4) is leaking. Eval summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.

Event description:
On (B)(6) 2010, a respiratory therapist reported that inomax ds # (B)(4) was leaking while in use on a pt. The device was switched out and no adverse event was reported. The device was removed from service by the customer and was returned to the company for investigation.